Event description:
Customer reported the system is displaying "x-ray tube housing hot" error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the temperature sensor. System operates as intended.